Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that there was a leak at the site. Customer could smell insulin and site was sticky. Customer's blood glucose was 418 mg/dl. After troubleshooting, customer will not be returning the device for analysis.